Event description:
A caller reported a cartridge alarm issue with their pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported similar alarms with this pump. However, consecutive cartridge alarms were confirmed. Technical support confirmed the pump was out of warranty but arranged for a replacement pump and noted the caller's interest in obtaining an out-of-warranty loaner pump.